Manufacturer narrative:
H.6. Investigation: physical sample was collected by bd korea. No physical sample available with bd bawal for investigation for the reported issue of foreign substance on syringe. The DHR was reviewed for batch number 8344699 and there was no reported complaint or qn raised. The sample has been received by bd korea and the physical sample was tested by the external testing lab in korea. We have received a photograph from the customer and a live video from bd korea that shows the caterpillar moving outside the syringe pack. Bd bawal has investigated the retention samples of batch number 8344699 for sterilization environmental and pest control protocols applicable for ensuring any biological contamination elimination from the product line. We have reviewed all the records relevant to the batch no 8344699 for sterility environmental and pest control. There was no breach in the sterility tests or pest control protocols observed in the records. We have received an interim report of investigation from bd korea that indicates that the caterpillar is 28 days old on 19th july 2019. Conclusion(s): our investigating team has been given the interim report that has identified the caterpillar to be 28 days old on 19th july 2019. Upon investigating the transportation mapping of the customer complaint lot the following steps were mapped. Transportation mapping of lot number 8344699: 1. Manufacturing date ¿ dec 26th 2018. 2. Sterilization date ¿ (B)(6) 2018. 3. Product releasing date- january 25th, 2019. 4. Product transported by train to mumbai- 7th february 2019. 5. Product shipped to korea (busan)- 13th march 2019. 6. Product received by (B)(4) dc- 15th march 2019. 7. Product received by primary dc- 23rd april 2019. 8. Product received by (B)(4) medical center (dc)- 8th may 2019. As the interim report suggests the caterpillar is 28 days old on 19th july 2019, thus it proves that the caterpillar was inside the pack around about 18th may 2019. As for the timelines it suggest that the product was out of bd bawal by 7th february and was out of the country by 13th march 2019, it is thus a tangible conclusion that the caterpillar was introduced into the pack outside the indian borders. H3 other text : see h.10.

Event description:
It was reported that 5ml bd emerald¿ syringe had foreign matter in it. This was discovered before use. The following information was provided by the initial reporter: foreign material in 5ml syringe.

Manufacturer narrative:
The manufacturing location for this product is (B)(6). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4)FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 5 ml bd emerald¿ syringe had foreign matter in it. This was discovered before use. The following information was provided by the initial reporter: foreign material in 5 ml syringe.